Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot#: uk6139075, implanted: (B)(6) 2005. Product type: lead, other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that their lead on the right side came loose a day after surgery. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, lot# uk6139075, implanted: (B)(6) 2005,,product type: lead.if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the day after the batteries were replaced the patient felt a pop under their skin where the lead attached into the battery. The lead connection into the battery rotated and could be felt. The cause was stated to be that the leads were old and the batteries were updated so the connection between the two was not perfect. They stated not only could the connection be felt, but it could be seen. The patient was careful not to allow pressure over the loose connector site where the lead attached to the battery. They were told not to soften the site with lotions since the skin was stretched so tight. The issue hasn¿t resolved as there was no remedy available and to go immediately to the ER if it broke through the skin. They were told due to the age of the leads they could have the batteries replaced again. There were no further complications reported.